Event description:
It was reported, there was intermittent shocking at the top part of the implantable neurostimulator (ins) site. The health care professional (hcp) had sutured the ins down and they tried to ascertain if the patient felt pulling of the sutures but it felt more like a shocking sensation. The hcp used sutures so the ¿device didn¿t roll.¿ the patient had issues. It was unknown when the shocking started and it was not related to a fall/trauma. It happened periodically as recent as a couple ofdays prior to report and 3 days prior the patient felt a stronger jolt. The shocking was noted to not be related to position. One time, the patient had a shock when they were sitting upright and another time when they reached down to put on shoes. They could not duplicate on the day of report with movement or palpation. The impedances were normal taken at 3.0v and were as followed: left side: c-0=1291, c-1=1220, c-2=1126, c-3=993, 0-1=1653, 0-2=1810, 0-3=1787, 1-2=1511, 1-3=1616, and 2-3=1261. Right side: c-8= 1716, c-9=1783, c-10=1554, c-11=1424, 8-9=2969, 8 -10=3184, 8-11=2658, 9-10=2619, 9-11=2686, and 10-11=2120. Therapy impedance: l1=745, l2=1202, r=1386. The patient was not around any electromagnetic interference (emi) sources and they were at home when the shocking would occur. Additional information received 5 days later reported there was a 50% or greater symptom reduction. The impedance testing that had been performed showed only normal readings for both the left and right electrodes. No cause was determined. The patient was instructed to keep a journal of event dates, times, locations, and activity levels for a month that started the beginning of october. The patient appeared to receive therapy.

Manufacturer narrative:
Product ID 3389s-40, lot# v944205, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# v425792, implanted: 2010 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).